Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No pt involvement. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported malfunction. The customer reported to have conducted final testing.